Event description:
It was reported that this right ventricular lead exhibited high, out-of-range shock lead impedance. A technical services consultant discussed that this was likely due to the lead maturation process and suggested continuing to monitor after increasing the out of range limit to 150 ohms. This lead remains in service. No adverse patient effects were reported.